Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is a sick, high risk, pacemaker dependent patient. This lead was implanted in the right ventricle (rv) without issue. However, the lead dislodged during the attempted placement of an atrial lead. Lead dislodgement resulted in no pacing output which necessitated cardiopulmonary resuscitation (CPR) and external pacing. A replacement competitive lead was implanted without further incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.